Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited noise and episodes of fast right ventricular (rv) stimulation due to atrial oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.